Event description:
It was observed that during the device evaluation, the duodenovideoscopes exhibited damage on the pipe protecting forceps elevator wire and adhesive around the light guided lens had a chipped. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.